Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 46-124 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, low bg was due to the pump settings needing adjustment. Recommendation was made to consult with a healthcare provider to discuss diabetes management.